Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, the customer experienced elevated blood glucose (bg), however, a specific value was not provided; cause was unknown. Bg was addressed with manual injections and a bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.